Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the connection is "too loose on the tracheal tubes. It was tested on several tubes from the same lot number. All connectors were loose, and they must be reattached". There have been no injuries or medical intervention. No adverse patient effects were reported by the customer.

Manufacturer narrative:
The returned samples consist of one hundred and seventy (170) products, all the returned samples were received in unused condition with their original packaging, of the returned samples, one (1) was received in used condition. Visual inspection found the used sample was reviewed, only the connector was identified as slightly loose but was very manipulated, the connector remains in position. The 169 unused samples were reviewed and no unusual conditions were detected. Complaint is not confirmed. No root cause could be determined since the complaint was not confirmed. A device history (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
**UDI related data quality updates only**.